Event description:
My silicone implants have made me sick. Since that day, vertigo, gerd, swollen lymph nodes, anxiety, insomnia, tingling in arms and legs, pain in breasts, armpits, heels, head, neck, throat, abdomen, lower back, knees, muscle weakness, cystic ovaries, dry itchy eyes, palpitations, weightless, weight gain, constant throat clearing, sinusitis, tremors, low bp, extreme hair loss, fatigue, vision problems, excessive sweating, joint pain and inflammation, arthritis in the neck, heightened allergies, vaginal internal pain, premature aging, face and body rashes, bruising, hearing loss, shortness of breath, sensitivity to cold, cold feet and hands, high bilirubin, sensitivity to bright colors and light, sensitivity to noise, lack of balance, brain fog, horrible short term memory, mood swings, irregular cycles and 2 to 3 weeks of bleeding, with abnormal pain (I'm (B)(6) and was incredibly physically fit and in great health prior to this. Everything started going down hill when the vertigo that provoked an anxiety attack started. Nothing has helped any of my symptoms whether it has been prescribed meds or natural approaches.